Event description:
In 2002 the end-user called medtronic minimed and stated that the customer had two sets where the cannula bent upon insertion, sts, the needle went inside skin and the cannula crimped out side of the skin. In 03/2003 maersk medical a/s received the complaint and 1 used base part.